Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving compounded baclofen [500 mcg/ml] at a rate of 65 mcg/day via intrathecal drug delivery pump for intractable spasticity and other spasticity. It was reported that the patient came in on (B)(6) 2017 because they heard their alarm sounding. It was stated that the patient's low reservoir alarm date was (B)(6) 2017, but that the patient started hearing the alarm frequently this past weekend. The low reservoir alarm volume is set to 2 ml and based on this information, the empty reservoir alarm should sound (B)(6) 2017. The reservoir was checked and there was no drug in the reservoir and the patient reported feeling jittery. There were no further complications reported/anticipated.